Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the trial was for back and leg pain. The patient reported feeling zero pain relief during the trial. X-rays were taken and it was found that the leads migrated 2.5 levels. The patient was reprogrammed with a bipole over t9-t10. The patient then reported getting 80% pain relief over the next day of the trial before the leads were pulled.

Manufacturer narrative:
Correction: information omitted in initial report: product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the lead migration was unknown. X-rays were taken and the lead migration was confirmed. The rep stated that the lack of pain relief was resolved; the rep reprogrammed the device during trial to recapture t9-10 and the patient then reported 80% pain relief. No further complications were reported/anticipated.